Event description:
Allegedly the patient was revised due to the following mom complications: pain; elevated cobalt and chromium; adverse tissue reaction (right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00168.